Manufacturer narrative:
Customer report of stenosis was confirmed. Minimal calcification was observed in the cusp area of leaflet 1 moderate calcification was observed in the cusp area of leaflet 2 and moderate to heavy calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 2 exhibited moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the outflow and inflow aspect and into the orifice at the greatest point by approximately 2mm for both. Host tissue was moderate to heavy at the stent inflow and minimal to moderate at the stent outflow. The x-ray demonstrated commissure 3 appeared bent as well as calcification. Method: x-ray. The device was returned for evaluation after it was learned the infection was properly handled by decontamination. Conclusion: customer's complaint of stenosis was confirmed by evaluation. Evaluation indicates the stenosis was due to calcification of the leaflets and host tissue overgrowth. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Returned to manufacturer on: (B)(4) 2013 (date received in (B)(4)).

Event description:
Reportedly, a 19 mm valve was explanted after an implant duration of approximately 2 years due to aortic stenosis (as). The customer reported that a 19mm perimount valve was implanted for aortic valve replacement (avr) to correct aortic regurgitation (ar) about 2 years ago. Serial number and implant date are unknown. However, the patient was (B)(6) at implant. From (B)(6) 2012, the patient's symptoms had worsened. At test, effective orifice area (eoa) was 0.7cm2 and serum calcium level was high. Re-mvr with a mechanical valve by informed consent was decided. On (B)(6) 2013, the aortic valve was explanted and replaced with a 22mm valve. At explant, calcification was observed on tissue outflow and inflow. The leaflets were hardened. The commissure area of two leaflets was fused and restricted mobility of the leaflets. The patient condition was reported as recovered as of (B)(6) 2013. The patient had infective endocarditis (ie). Ie was healed by antibiotic. (B)(6). Dates of infection were not reported.

Manufacturer narrative:
Brand name: this device is not distributed, marketed or sold in the u.s.; however, it is similar to a model which is marketed in the u.s. Known as carpentier-edwards perimount rsr pericardial bioprosthesis. Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. No device history record (DHR) review can be done because the serial number is unknown. Patient was diagnosed with mrsa and infective endocarditis but was reportedly healed. Dates of infection were not disclosed. The device has not been returned for evaluation. No echo is available.